Event description:
It was reported that in (B) (6) 2009 the estimated device longevity was a minimum of 9 months. Six months later, the device was found to be at eri (elective replacement indicator). Capture management had been on but output had not been increased before, but now output was increased to 4.5 v @ 0.75 msec. The device was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok".

Event description:
It was reported that in (B) (6) 2009 the estimated device longevity was a minimum of 9 months. Six months later, the device was found to be at eri (elective replacement indicator). Capture management had been on and had recently increased the output to 4.5 v @ 0.75 msec. The device was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) normal battery depletion.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.